Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided. Date of birth (a2), patient sex (a3), serial number and expiration date (d4), initial reporter name, us phone number (e1) and device manufacturer date (h4). Correction: product problem (b1).

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device remains implanted in the patient. In this case, the cause for the severe regurgitation and inadequate coaptation in the patient 8 years after implant cannot be determined. However, patient factors (pre-existing valvular disease) may have contributed to the event. In addition, the mechanism described above may have contributed to the event.  There was no indication a product deficiency contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately 8 years post implantation of a 23mm sapien xt valve in the aortic position inside a non-edwards surgical valve, the patient presented with severe aortic regurgitation with a flail leaflet and a gradient of 35mmhg. During a live case, a 23mm sapien 3 valve was implanted. A post dilation x2 was performed with 23mm balloon valvuloplasty catheter. The patient was stable after successful valve deployment.  There were no procedural complications.